Event description:
Additional information received on (B)(6), 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event.

Manufacturer narrative:
Additional information receive on (B)(6), 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event. The case will be closed with no further investigation as no adverse event occurred. Fields changed: b4, b5, g4, g7, h2, h6.

Manufacturer narrative:
No indication of which device explanted.

Event description:
The manufacturer was notified of the following event via the patient tracking database. On (B)(6) 2020 a patient had 2 mitral valves implanted on the same day but it is not identified which one is active and which one was explanted. A memo 4dm-34 and a annuloflex af-834. No further information was received.